Event description:
The customer reported experiencing high blood glucose and diabetes ketoacidosis, and the paramedics were called. The customer stated that he was drinking with his friends while watching a basketball game. The caller was ready to change his infusion set, but he could not find the blood glucose meter and started to panic. The customer was taken to the hospital, and he stayed in the facility for one week. The customer stated that the insulin pump was disconnected, and he was treated with an insulin drip. Troubleshooting was declined as the customer was feeling well and would like to go back on the insulin pump therapy. Assisted the customer with setting the temporary basal. Advised the customer to call back if additional assistance is needed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.